Manufacturer narrative:
The other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained hydromorphone [10 mg/ml] at an unknown dose. It was reported that during a pump replacement, the existing catheter was not cleared of drug. The representative stated a back-table prime was not done, but they programmed a full total tubing volume (ttv) prime. The representative was wondering if that was correct. The total catheter volume (tcv) was 0.167 ml with a drug concentration of 10 mg/ml or 1.67 mg. The representative stated she would call the hcp back and discuss with him that if the catheter was not aspirate of drug, the patient would have received a bolus of drug equivalent to the tcv. The representative was on her way back to the hospital. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient was monitored at the facility and no adverse events were reported. The issue was resolved. No further issues were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8870, serial# unknown, product type: software. (B)(4). If information is provided in the future, a supplemental report will be issued.